Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this same event.

Event description:
The plaintiff's attorney alleged that the patient experienced acute respiratory failure and expired the same day, which was alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.